Event description:
A (B) (6) male pt under went initial aaa repair on (B) (6) 2010. The pt had aaa / common iliac artery aneurysm. The pt's proximal neck had mural thrombus, but the physician decided that the pt's anatomical form was suitable for endovascular repair. The physician performed procedure approaching from ipsilateral and did angiography, then the physician recognized that the pt left renal artery blood flow was poor. Since there was a possibility that the left renal artery was occluded, for prevention, another manufacturer's stent was placed at the left renal artery, and then the blood circulation was better. The pt was doing well after the procedure.

Manufacturer narrative:
(B) (4). This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the end user. Each device is sent with instructions for use (IFU), which describe the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case the instructions for use for the main body graft state: "inaccurate placement and/or incomplete sealing of the zenith aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications." The main body IFU also states: "vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization." "The zenith aaa endovascular graft with the h&l-b one-short introductions system and ancillary components is indicated for the endovascular treatment of pts with abdominal aortic or aorto-iliac aneurysms having morphology suitable for endovascular repair including: adequate iliac/femoral access compatible with the required introduction systems, non-aneurysmal infrarenal aortic segment (neck) proximal to the aneurysm: with a length of at least 15mm, with a diameter measured outer wall to outer wall of no greater than 28 mm and no less than 18mm, with an angle less than 60 degrees relative to the long axis of the aneurysm, and with an angle less than 45 degrees relative to the axis of the suprarenal aorta. Iliac artery distal fixation site greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall)." The main body IFU also provides detailed instruction on proper placement of the suprarenal stent in order to maintain patency of renal arteries. The failure mode assigned to this case is deployment. This failure mode was determined based on the provided event description. It should be noted that limited event info and no images were provided in this case. Based on the provided info, a definitive root cause cannot be determined or reported at this time. However, the deployment and location of the suprarenal stent may have been a contributing factors to the renal artery occlusion. We will continue to monitor for similar complaints.